Event description:
On (B)(6) 2025 at 11am I inserted a dexcom g7 sensor on my left arm. After inserting the sensor, I noticed the wire that is to sit under the skin was actually sticking through the hole on the top of the sensor. I removed the sensor and reported it to the manufacturer. I then placed another sensor on my left upper arm, which went as planned. Within 2 hours, I was not feeling like my blood sugar was actually what dexcom indicated (99mg/dl) so I did a manual glucose check which indicated that I was 188mg/dl. I calibrated the dexcom on the app and moved on with my day. I wear the tandem t-slim x2 insulin pump and utilize dexcom g7 to have a closed loop system. Because my pump was connected to the g7, it suspended my insulin multiple times yesterday when dexcom said I was reading low when I was not. My dexcom to glucometer stayed between 50 and 100 points off all day. Last night (9pm), the dexcom that I was wearing "failed" with no reasoning. I reported this to dexcom last night. Today I received the notification that they are only "investigating" my sensor failures and that I may not receive replacements for them due to their new replacement policy. As someone who pays for these sensors, I think that them not replacing failures that I as the consumer have no control over, is insurance fraud. They are making the money on these sensors and then don't want to replace them even though their technology is what has failed. The g7 is a liability to diabetics - especially ones that use it in a closed loop system! It is continuously inaccurate for the first 36 hours and the last 24 hours. These inaccuracies could easily put someone in the hospital or kill someone, and dexcom doesn't seem to care at all. Please look into these issues! I have seen so many people talk about these same issues online and it seems nothing is being done. Pt code: 4582. Device codes: 1535, 2917. Ref report: mw5174295.